Event description:
Lumen of percutaneous needle did not permit introducer wire to pass through, failed to work on three sets, opened and looked at two other sets with the same lot number which were also bad. Pulled set with different lot # and it worked fine. All of lot# 1726519 has been pulled from our shelves.